Event description:
On (B)(6) 2012, the patient contacted animas, alleging the ok and contrast buttons were intermittently unresponsive for 2-3 months. The patient noted the keypad was peeling from the bottom, exposing the button contacts, and which allegedly occurred one month ago. The patient reportedly wore the pump in a case in a pocket and did not clean it. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 12/06/2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad cover was returned peeling from the ok button to the down arrow button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. During testing, the contrast and ok keypad buttons were intermittently unresponsive and required multiple presses to elicit a response; the up arrow and down arrow keypad buttons responded appropriately. Evidence of contamination was found under all button contacts.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.